Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, a cause for the reported dyspnea could not be determined. The reported patient effect of dyspnea, as listed in the mitraclip system gen 4 instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2022, a patient presented with grade 4 mixed mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted and the procedure was discontinued. The final mr was grade 3. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2025, the patient returned symptomatic with shortness of breath. A transthoracic echocardiogram (tte) showed that the leaflet lateral to the clip was torn. This is not believed to have been caused by the mitraclip. The mr was grade 4. The patient underwent a second mitraclip procedure. The mitraclip was successfully implanted. The final mr was reduced.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.